Event description:
It was reported that there was an overinfusion of an unidentified medication with the alleged device. The report simply stated that the wrong amount of fluid was delivered. There was no reported consequence or sequelae to the pt. Reportedly no further information is available and the device is not available for return or evaluation.